Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an alert 4 and that all of the data on the pump had been erased. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes.